Event description:
The physician was aspirating tissue samples from a gastric tumor with a biliary needle. After unsuccessfully expressing the tissue sample the physician admitted that he cut aprox one cm of the outer sheath of the device. A second pass of the needle was made and attempted to pass the needle into the tumor when the catheter detached at the severed section. A biopsy forceps was used to retrieve the detached portion without problem. The pt is stable and in satisfactory condition. Because the device was modified by the physician, it did not have the supporting outer sheath; therefore, the needle could not be used as intended. In addition the instructions for use state the device is intended to be used only in the biliary system.